Event description:
The customer reported a ventilator with a "ext high p peak alarm" and "occlusion alarm". The vent was on a pt at the time of the incident. They removed the pt from the ventilator placed them on a different vent. All alarms were functional. The ventilator was taken to the biomed shop to be checked out.

Manufacturer narrative:
(B)(4). Biomed evaluated the unit and was unable to duplicate the reported issue. According to biomed, he ran the unit for an hour and a half without duplicating any problem with circuit occlusion or high p peak. Carefusion field service was requested to come and check the unit before it was placed back in service. Field service also evaluated the unit, and was unable to duplicate the reported problem as well. He checked the ad counts, and they were fine. He performed operational verification procedure (ovp) testing, and al tests passed within manufacturer specifications. As a pre-caution, he calibrated the transducer, and ran operational verification testing again with no problems. The unit was operating according to manufacturer specifications.